Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
User facility medwatch # (B)(4). It was reported that catheter tip damage occurred. During a mapping and ablation procedure for supraventricular tachycardia (svt), the orbiter st catheter was difficult to maneuver in both directions per the physician. The physician placed it in the body and after a period of time, it was determined that the catheter was not working properly and removed immediately. The catheter was noted to have damage at the diagnostic tip, the metal was exposed. There was no harm to the patient.